Manufacturer narrative:
The provided sample pictures did not show any issues with the plasma sample. The calibration data was within specification. The qc data for (B)(6) 2020 to (B)(6) 2020 was within specification. Later data was not provided. Since no further issues were reported a generic issue with the reagent or analyzer is unlikely. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys vitamin d assay results for 1 patient sample on a cobas 8000 e 602 module analyzer. The initial sample result was 101 nmol/l. On (B)(6) 2021 the repeat results were 7.50 nmol/l (< 8 nmol/l) with a data flag and 7.50 nmol/l (< 8 nmol/l) with a data flag. The results were reported outside the laboratory. The reagent lot number was 520736 and the expiration date was asked for but not provided.